Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger was resetting. Upon eval, the u13 8-bit cmos flash micro-controller was corrupted on the bedside board. The cause of the failure is the corrupted u13 component. The root cause of the corrupted components cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger sn (B)(4) and reported that the charger was resetting.